Event description:
It was reported that during unpackaging and prior to prep, a 2.25x18 mini vision stent delivery system (sds) was pulled out of its dispenser hoop without issue and the protective sheath was removed without resistance; it was then noted that the stent had shifted distally, off-center from the balloon markers. The device was not used in the patient. Another vision was unpackaged and used to complete the procedure without issue. There was not occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported stent movement was confirmed on the return and was likely due to accidental handling during protective sheath removal. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on the return analysis, there is no indication of product deficiency. Based on the information reviewed and the return analysis, there is no indication of a product deficiency.